Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio-control downloaded the electronic records from the event and was able to confirm that the device did power off; however, the cause of which could not be determined.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off by itself. The customer was able to power the device back on. There was patient use associated with the reported event. No adverse outcome was reported. No further details about the patient or the event were provided.